Event description:
Reporter indicated that use of the magnet dd not activate magnet mode stimulation. Investigation to date has been unable to determine whether the pt's device is functioning properly as no repsonse has been received to manufacturer's requests for additional info from treating physician ( via far x2, via telephone x5).